Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -medium. The hemostatic valve was displaced. They experienced a lot of resistance while pushing the dilator into the vizigo¿ sheath and the hemostatic valve had an issue. After pulling it out the dilator was pulled back in itself. The vizigo¿ sheath was replaced with an agilis and the issue was resolved. The case continued. The sheath/ dilator looked damaged. There was no occlusion when irrigating the sheath. The sheath was not firm and folding back on itself. The dilator was still able to be moved through the sheath. The dilator/catheter was not stuck in the sheath. The hemostatic valve was not stable. It was not broken or separated just could not get lead through. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. There was no viable/visible damage upon insertion into the body. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 10-jun-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath -medium. The hemostatic valve was displaced. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath and hemostatic valve; however, the dilator showed a kink. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The device history record (DHR) for lot number 50000084 has been received and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-may-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).